Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. The product was returned to pentax medical for repair.our technician checked the returned unit and confirmed that the ccd module with drive pcb as defective.based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb.in addition, our technician confirmed that the nozzle gluing missing, the remote control buttons cut, the control body dirty, the bending rubber worn out, and the insertion flexible tube worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint.based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure.